Manufacturer narrative:
Device evaluated by MFR: the promus element plus stent delivery system (sds) was received with no original packaging or other devices. There was solidified contrast in the balloon and inflation lumen. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. The balloon was deflated, as-received. The distance from the balloon body/cone transitions to the outside edge of the markerbands were measured and found to be within specification. The distal marker to distal balloon alignment measured within specification. The proximal marker to proximal balloon alignment measured within specification. The markerband to balloon alignment meet the requirements per product specifications. There was no evidence of misalignment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference. (B)(4).

Event description:
Reportable based on returned device analysis completed (B)(4) 2013. It was reported that the physician visually noticed that the length of the promus element plus, mr, us 2.25x20 is 'longer' than another device; however, there was no allegation of mislabeling. No patient complications were reported. Returned device analysis revealed the device was returned without the stent.